Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported during insertion of the guidewire, the guidewire unraveled and a piece was left in the patient. The retained piece was removed entirely in hemodynamics "with the techniques they use." Once removed, there were no further problems. A second guidewire was used and also unraveled without harm to the patient (captured in MDR# 3006425876-2022-00370). The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. No definite signs of use were observed. Visual examination revealed the guide wire was unraveled from the distal end. The guide wire was also observed to contain slight bends in several locations. Microscopic examination confirmed the damage and revealed that the distal weld had separated from both the coil and core wires. This separated weld was not returned for analysis. The guide wire length from the proximal weld to the point of separation on the core wire measured 676mm which is not within the specification limits f 679mm-687mm per the guide wire product drawing. The guide wire outer diameter measured 790mm which is within the specification limits of .788mm-.826mm per the guide wire product drawing. Based on the discrepancy with the guide wire length, it is likely that a small portion of the core wire also became separated along with the distal weld; however, this cannot be confirmed without the separated portion also returned for analysis. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report that the guide wire was separated was confirmed through examination of the returned sample. The guide wire core wire was broken towards the distal end. Further analysis revealed that the distal weld had completely separated from the swg and was not returned for analysis. Dimensional inspection confirmed this and revealed that a portion of the core wire also likely became separated with the distal weld. A device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances and the sample received, the root cause cannot be determined without the separated portion of the guide wire also returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during insertion of the guidewire, the guidewire unraveled and a piece was left in the patient. The retained piece was removed entirely in hemodynamics "with the techniques they use". Once removed, there were no further problems. A second guidewire was used and also unraveled without harm to the patient (captured in MDR# 3006425876-2022-00370). The patient's condition is reported as fine.